Event description:
It was reported that during a lap gastric bypass procedure, the device cut but only stapled in very small areas on either side of the cut line. The surgeon sutured to correct the opening and finished with another device. No adverse patient consequence.